Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0151 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when using a powertrialysis, the wire could not be retracted and physician had to remove the complete catheter again.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the wire could not be retracted through the catheter was inconclusive since the wire was not returned for investigation. The returned trialysis catheter revealed no obstructions and resistance was not observed when passing an unused 0.035¿ guidewire through the power injectable lumen. The reported event could not be replicated with the catheter. Since the guidewire was not returned for investigation, it is unknown if the wire was a contributing factor. The returned catheter functioned according to design. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that when using a powertrialysis, the wire could not be retracted and physician had to remove the complete catheter again.